Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. The investigation of the objected instruments has shown that the holding spring was missing. The plier itself is still in rather good condition. Therefore we expect the breakage of a spring caused by a very high mechanical load during the surgery. Further examinations of the production and material documents showed no deviation in the specifications. No product fault has been found.

Event description:
It was reported that the engaging mechanism on the device was defective. This is report 1 of 1 for complaint (B)(4).